Event description:
It was reported by the pt that she is having pain on the side that the mesh was implanted. Pt also reported that the pain developed about three (3) months ago.

Manufacturer narrative:
There has been no product returned for eval. Therefore, no conclusion can be drawn.